Manufacturer narrative:
Additional information was received from the complainant on 09/11/2018 and the associated fields were updated. The investigation summary below was unchanged. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned at this time.

Event description:
It was reported the port was unable to be aspirated. It was also reported that the patient felt uncomfortable approximately two months after port placement. An x-ray was performed and showed that the catheter had fractured and had migrated to the heart. The port was removed and the catheter was removed using a snare in ir (interventional radiology). The patient was stable and a PICC was placed.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged fractured and migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, flexural fatigue, and over-stretch ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review:a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 05/2020).

Event description:
It was reported the port was unable to be aspirated. It was also reported that the patient felt uncomfortable approximately two months after port placement. An x-ray was performed and showed that the catheter had fractured and had migrated to the heart. The port was removed and the catheter was removed using a snare in ir (interventional radiology). The patient was stable and a PICC was placed.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the port was unable to be aspirated. An x-ray was performed and breakage was found. The port was removed and replaced with a PICC in ir (interventional radiology). There was no reported patient injury.